Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely this device manufactured prior to a change in the operational amplifier circuit design of the dr board, leading to a failure of the operational amplifier.

Manufacturer narrative:
The evaluation found a no image malfunction when connected to 180 series type endoscopes due to a defective circuit board set. Additionally, the video connector socket was worn out attributing to poor connection, the switch and software require upgrades to the latest versions and the external top cover and front panel have cosmetic wear. The processor was repaired to asset specifications and returned to asset stock. A review of the repair history show no previous repairs records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset evis exera iii video system processor was returned for a service inspection. During testing, the processor was found to have a no image malfunction when connected to 180 series type endoscopes due to a defective circuit board set. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported.